Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
Per sales rep, two 4.5 cortical screws broke. Surgeon does not know how this happened.

Manufacturer narrative:
The reported event that cortex screw s.t. ø4.5x48mm was alleged of 'implant breakage after surgery' could be confirmed. More detailed information about the complaint event such as the patient¿s details (height, weight, activity level post operatively¿) as well as x-rays must be available in order to determine the root cause of the complaint event. The device inspection revealed the following: the screw broke three threads below the screw head. The threads show damage below the screw head (they are "folded"). The breakage surface shows no lines of torsion. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Per sales rep, two 4.5 cortical screws broke. Surgeon does not know how this happened.